Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the controller ((B)(4)) is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient's controller failed to produce audible alarms. The facility ventricular assist device (vad) coordinator performed a controller exchange. The device was removed from service and the patient was provided with a replacement. There was no reported patient injury as a result of this event. The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination, however, the controller failed functional testing due to a bad speaker. A known good speaker was attached to the unit and the controller worked as intended. The log files were unremarkable. The root cause for the reported "no sound" event may be attributed to a faulty speaker. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller (B)(4)/1403us - expiration date: 09/30/2014 (received (B)(4) 2014). (B)(4).

Event description:
Approximately three months and two weeks post heartware lvad implantation, it was reported that the patient's controller failed to produce audible alarms. The vad coordinator confirmed the alarm malfunction and performed an elective controller exchange. There was no reported patient injury as a result of this event. Investigation is ongoing.